Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose after lunch while using the ilet system, with the user announcing lunch as ¿less than¿ and expressing concern that the expected 9.8 units for lunch would cause hypoglycemia. Symptoms included hypoglycemia with a documented nadir of 61 mg/dl, device low and urgent low alerts, and self-treatment with oral carbohydrates, without need for assistance or medical intervention. Outcomes included transient hypoglycemia lasting approximately 30 minutes with no reported sequelae. Investigation included troubleshooting and education with assignment of additional training, as well as internal consultation for further guidance. Investigation of this case revealed a use-related issue involving incorrect meal size announcements leading to postprandial hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and dosing behavior.